Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823842) was implanted via unknown-shunt on unknown date with unknown setting. Due to underdrainage the valve was removed and replaced on (B)(6) 2022. Based on information provided, it is unknown if the patient experienced any signs and symptoms due to underdrainage.

Manufacturer narrative:
The hakim valve was returned for evaluation. Failure analysis - the valve was visually inspected; needle holes in the needle chamber were noted, and some biological debris floating in the needle chamber. The position of the cam when valve was received was 50mmh2o. The valve was hydrated. The catheter was irrigated, no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any under drainage with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no under drainage issues were noted.